Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the severely tortuous proximal left anterior descending artery (lad). The lesion was pre dilated with a 2.0 x 20mm non-bsc balloon. The 3.0 x 24mm promus element mr stent delivery system was advanced over a non-bsc guide wire through an 8fr 3.5sh non bsc guide catheter to the lesion, but was unable to cross despite several attempts. The device was removed and it was noted that the stent was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure stent damage occurred. The target lesion was located in the severely tortuous proximal left anterior descending artery (lad). The lesion was pre dilated with a 2.0 x 20mm non-bsc balloon. The 3.0 x 24mm promus element mr stent delivery system was advanced over a non-bsc guide wire through an 8fr 3.5sh non bsc guide catheter to the lesion, but was unable to cross despite several attempts. The device was removed and it was noted that the stent was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the hypotube had kinked distal from the catheter's strain relief. No other kinks or damage were noticed along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).